Event description:
A caller left a voice message requesting the address to send in an endotracheal tube that caught fire during a tonsillectomy. Caller is in purchasing and is a registered nurse. The caller was then contacted by phone and stated that the tube was not punctured through to the inner tube. They were performing a tonsillectomy. The hospital used a 4.5mm oral rae uncuffed endotracheal tube. The reporter stated that they were using a valleylab cauterizing device with setting of cut-30 and coag-20. The reporter stated the surgeon said he was at least 1cm away from the endotracheal tube, also using an enriched o2 of 30%. When the incident occurred, the procedure was stopped and the pt was extubated. The pt was reintubated with another oral rae uncuffed. The caller stated that there was no pt harm. The caller at that time also requested the address to send a medwatch report.